Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited oversensed noised in the right atrial (ra) channel. Technical services (ts) was contacted and noted that the noise was likely due to electromagnetic interference (emi); however, it was not confirmed. The caller stated that recent associated lead tests were within normal limits and no noise was observed. Further evaluation was provided indicating that continuous monitoring was going to be provided. This pacemaker remains in service. No adverse patient effects were reported.